Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the abbott diabetes care (adc) device' needle got stuck in the arm and the customer self-managed to take the sensor off. There was no report of death or permanent impairment associated with this event.